Manufacturer narrative:
Turbo-ject single lumen minocycline/rifampin over-the-wire power-injectable PICC. Ljs turbo-ject peripherally inserted central venous catheter. (B)(4). The event is currently under investigation.

Event description:
It was reported that the PICC line burst distally during flushing. The patient was taken to the interventional radiology (ir) department and the fragmented portion was retrieved with a snare. There was no harm to the patient and post procedure the patient is doing "okay."

Manufacturer narrative:
One competitor product and 2 used catheters were returned to assist in the investigation. The first catheter showed damage along the length of the catheter shaft. The catheter swelled in size at four locations along the length. The largest of the three swollen locations show signs of a longitudinal split. The largest of the swollen sections circumferentially separated. Functional testing with a wire guide reveals the device was occluded at the hub, the distal tip and at the proximal end of the distal segment of the catheter. The second returned catheter burst longitudinally at approximately 54cm distal of the strain relief used catheter was occluded at the distal tip. Bio matter was present inside both products indicating that both were likely used. Four unopened devices were returned to assist in this investigation. One device was functionally tested and the other 3 will be retained unopened for archiving purposes. One unopened device was clamped at the distal tip. Water was forced into the catheter to a psi of 25 for 30 seconds with no rupture occurring. Catheter shaft visibly expanded along the length to accommodate this pressure. Pressure was release and then the catheter reinflated to a psi of 22 when a longitudinal rupture occurred along the catheter shaft. A document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, occlusion of the device likely led to the initial swelling and longitudinal ruptures. It is feasible to suggest that the first of the used catheters circumferentially separated during removal. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.